Event description:
It was reported an animal underwent an unknown veterinary procedure in(B)(6) 2025 and suture was used. Post-op, vet use problem : hernias following abdominal incisional wound dehiscence with monocryl plus. During cat oophorectomy, the veterinarian uses monocryl plus for ovarian pedicle ligation, muscle wall overspray and intradermal overspray. Cats do not wear a bandage or collar post-operatively. 6 hours after oophorectomy, the cat (still hospitalized at the clinic) presented a subcutaneous hernia at the incisional wound. The wound was surgically repeated with monocryl plus (same batch) using the same technique. The cat remained hospitalized at night and the next morning she again presented a subcutaneous hernia (the intradermal overspray was intact). During the surgical resumption, the monocryl plus of the abdominal wall overjet had ruptured, in its length, the overjet start and end points being present. Abdominal wound dehiscence was surgically resumed, using another monocryl plus (in 3/0) and performing simple points on the muscle wall. Scar evolution was normal and the cat recovered. . Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. "D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 7/11/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.